Event description:
It was reported that one month after implantation there was no capture in the ventricule. The measurements of the threshold, the sensing test and impedance were good. However, after a minute the threshold increased in approx three different spots in the ventricle. The lead was then replaced. No patient complications have been reported as a result of this event.